Event description:
Clinical study-it was reported that 1 day after a coronary drug eluting stenting treatment procedure, the pt expired. In 2004, the pt was admitted to the hospital. On the 3rd day the pt was brought to the cath lab. IV angiomax and oral plavix were administered. The lesion being treated was a 3.0mm, 90% stenosed, non calcified, non tortuous 2nd diagonal (d2). The lesion was predilated and the physician placed a taxus express2 8.8% drug eluting stent in the d2. The stent was post dilated. On the following day, the pt expired, post procedure but before discharge. The cause of death is unknown. Awaiting additional information from facility.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 (5mm long) was identified in om2 with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilation. Post-procedure, the pt became profoundly hypotensive and diaphoretic with increased heart rate. IV fluids were ordered. The pt then suffered a respiratory arrest and resuscitative measures were undertaken, including cardioversion for ventricular tachycardia. Adequate blood pressure could not be maintained without CPR. A bedside echocardiogram showed no significant pericardial effusion but virtually no left ventricular systolic function. Per progress note date 2004, "a metabolic acidosis was identified and corrected." Upon arrival of the pt's family member, and at their request, resuscitative efforts were discontinued. It was noted the pt had no blood pressure and no spontaneous respirations. The pt died the next day. No further information has been provided by the site.